Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they wanted to contact a manufacturing representative because they can¿t get the implantable neurostimulator (ins) to work properly, as they do not feel stimulation at all on their right side, which is where they are having the problems. The patient stated that the therapy is not targeting the correct areas, so they need reprogramming. They mentioned that this issue first started about 4 or 5 weeks ago. Patient services indicated that communication would be sent to the field. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that when the patient had the trial and stood up straight and moved in a certain way, he could feel stimulation from his mid-gut to his mid-thigh. Patient stated that now with the permanent implant, they were only feeling the stimulation on the left side of their body and they had weakness in their left leg. Patient stated they were on group a with a setting of 8.0v. Patient stated this had been going on for at least 3 weeks (since (B)(6) 2020). Pss walked patient through changing group b and c and patient stated they did not feel any difference. Patient stated the ins turned off on setting c too but they were able to turn the ins back on. Additional information was received from the patient on may 14, 2020. It was reported that after going to setting c the rep lowered patient's level to 4.0. Patient reported they still felt stim on left side and nowhere else. Patient stated that they met with the rep who did reprogramming, however that did not resolve the issue and their back was still hurting and they were getting more leg pain. Additional information was received from a manufacturer representative (rep) on june 4, 2020. They reported they reprogrammed the patient two times over the last month because the patient was not getting much pain relief on their right side. It was noted the patient was getting good pain relief on their left side. X-rays were done on (B)(6), 2020, and showed that the leads had migrated, so the rep reprogrammed the patient using the x-ray. The patient would contact the rep if the new programming did not resolve the issue. No further complications were reported or anticipated.